Event description:
It was reported that this device exhibited farfield r-wave oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. Technical services (ts) discussed potential programming options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. The specific device model/serial and date of implant for the device is not known at this time, however, has been requested. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited farfield r-wave oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. Technical services (ts) discussed potential programming options. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. The specific device model/serial and date of implant for the device is not known at this time, however, has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that attempts were made to obtain the specific device model/serial information from the health care professional (hcp), however, the hcp no longer has the details.